Manufacturer narrative:
Date rec'd by MFR: 29may2019. Date of this report: 29jul2019. The gas delivery system assembly (gds) was returned to the manufacturer's failure investigation lab for evaluation. The gds was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the returned gds passed all testing, and no errors were generated. No fault was found, and failure investigation was unable to replicate the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that flow sensor is failing oxygen accuracy testing. The customer reported there was no patient involvement. Event date not specified; estimate used.